Event description:
The rptr stated that did back to back blood glucose tests, taken within 10 minutes. Rptr's results were 35 and 78 mg/dl. Rptr did not have any symptoms. Control testing was not done due to lack of supplies. It was not ascertained whether or not the test strip had been inserted completely. On follow-up, a control solution test was out of range; no details given. No harm was alleged.